Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and scratched display window. The unit alarmed during the basic occlusion test due to a loose/protruded drive support disk.

Event description:
The customer reported an alarm and insulin squirting during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.